Event description:
New information received states that the lead was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that patient experienced ineffective stimulation. Upon x-ray check, no fracture issue was observed. Lead testing showed no impedance anomalies. Patient stated having increase in pain however no paresthesia was observed. A surgical intervention is anticipated in the near future. No further information is available at this time.